Event description:
Procedure: gastrectomy. According to the report: in the patient cavity, the orvil and device could not be connected. The orange band could not be moved, so the surgeon used over wrap to complete the anastomosis. The doctor stated that a white foreign material seemed stuck in the anvil slit. There was no bleeding, tissue damage and nothing fell into the patient cavity. No patient info available. The procedure was extended more than 30 minutes due to difficulties with the instrument.